Event description:
It was reported that the both the right atrial and right ventricular lead exhibited noise causing inappropriate mode switch. It was noted that there was a lateral migration of the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of migration or expulsion of device, over-sensing, pacing problem, and noise were not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including sensitivity test performed at most sensitive settings measured normal sensing parameters, and output signal verification under field settings found normal pacing results. Additionally, visual inspection of the header and connector did not detect any contamination or foreign material that could contribute to the reported events. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.